Event description:
It was reported that the heater line of the automated peritoneal dialysis (apd) set with cassette disconnected from the heater bag during dwell 4 of 5. The home patient (hp) was connected at the time of the reported event. The technical service representative (tsr) assisted the caregiver (cg) in ending the therapy as they requested. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was not known; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.